Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00007; 392-09-707, s805 - wear/excessive wear, s807 - pain, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient required revision surgery due to knee pain and instability, allegedly resulting from polyethylene insert wear.